Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 402 mg/dl. Customer stated insulin pump had a blank display and they were unable to get it to came back on. Display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Insert battery alarm did not display on the pump screen. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.